Event description:
It was reported that the pole clamp of a novum iq large volume pump (lvp) snapped which resulted in the pump falling to the floor. This event occurred during delivery while the patient was connected for antibiotic treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that the pole clamp adapter plate assembly was broken. Functional testing was performed, and it was noted that the pump ran a break in the run for 15 minutes with no discrepancies to the infusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the reported condition was a broken pole clamp adapter plate assembly. To resolve this issue the pole clamp adapter plate assembly will be replaced. Should additional relevant information become available, a supplemental report will be submitted.